Event description:
Complainant claims the bearing failed.

Manufacturer narrative:
The product was returned and the evaluation performed. The poly bearing showed evidence of subsurface delamination, flaking and pitting primarily on the medial side. The method of sterilization could not be determined because the lot number was not supplied; however, the damage is consistent with oxidzed ppolethylene.